Event description:
As ccrt was approaching pt to perform 30 min vital sign check 2 hrs into a scheduled 4 hrs incenter hemodialysis treatment, the fresenius 2008k machine started alarming. Pt was found unresponsive to verbal and painful, stimuli and blood was noted on floor under pt's chair, ebl > 300 ml. Pt was placed in trendelenburg position. Venous needle was noted to be dislodged. B/p was 83/40, pulse 67. Treatment was paused. Pressure applied to venous cannulation site. Arterial needle was recure and intact. Arterial blood was returned and 500 ml normal saline was infused via the arterial line; oxygen was applied at 10 lpm via face mask. Ems was called. An add'l 500ml normal saline was given. Respirations were even and unlabored; pt remained unresponsive to verbal and painful stimuli. Vital signs prior to transfer 135/72, pulse 90. Pt transported to hospital via ems and admitted to ccu. Pt discharged from hospital to home (B)(6) 2017. Ref MFR 3002807350-2017-00007.